Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a scratched metal tip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the noisy image: an electrical component issue. Based on the results of the investigation, it is likely the following led to the malfunction of the scratched metal tip: stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was noise in the image during inspection for use involving an endoeye flex deflectable videoscope. There was no patient injury reported.